Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s current implanted neurostimulator (ins) had not had any issues. However, the patient stated they had to get it adjusted because the ins wasn¿t working properly, contradicting their previous report. They didn¿t know any other information regarding this. It was noted that the patient did not have a managing healthcare professional (hcp) at this time. There were no symptoms or further complications reported or anticipated.